Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that blood leaked from the needle after inserting into the vein without connecting the tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 29-jan-2024. H.6. Investigation summary: material #: 365076. Lot/batch #: 3206075. Bd received 1 used sample and 1 photo for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that blood leaked from the needle after inserting into the vein without connecting the tubes.